Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed and flail posterior leaflet for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), loss of column was observed while dilator insertion. Troubleshooting was performed and was unsuccessful. The sgc was replaced with another device to complete the procedure. During the procedure, difficulty was encountered during clip deployment due to the gripper line being attached to the clip. Troubleshooting was performed, and the clip was deployed successfully; however, the gripper line remained attached. Attempts to remove the line resulted in breakage, and the remaining portion was left inside the anatomy. A second mitraclip xt was deployed to achieve further reduction of mr to <1. There was no clinically significant delay reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review, the information provided by the account, and without the device to analyze, the cause for the reported mechanical jam associated with gripper line resulting in difficult or delayed activation (difficulty deploying the clip), gripper line break and subsequent foreign body in patient cannot be determined. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: medical device problem code: 2983.